Event description:
Event: an alarm sounded from the pump. On 2/9/1998, datascope received the following info: the iab was inserted into the pt on 1/29/1998. Prior to pumping, the "leak in iab-circuit" alarm sounded from the system 97 pump and the iab was removed. [Event complications]: unknown - reported 1/30/1998; none - reported 2/9/1998. [Pt's current status]: unk-rpt'd 1/30, 2/9/1998.

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab iabp due to the stretched membrane at the proximal taper. Probable cause of difficulty: no leak was found in the returned iab.